Event description:
Report rec'd of a pt death while the device was in use. The pt was originally on pca morphine sulfate with a concentration of 1mg/dl. The pump settings were not known, but the pt reportedly rec'd a total of 53mg of morphine sulfate in an unspecified length of time. The morphine pca was disconnected from the pt and the pt left the nursing floor. It was reported that the pt went outside, presumably to smoke. The pt returned to the nursing unit approx 2 hrs later, and pca dilaudid was initiated. The pump was programmed in the pca+ continuous mode with a concentration of 0.2mg/ml with a 0.1mg/hr continuous rate, 0.5mg pca dose, 10-minute pt lockout and a 2.8 mg 4-hr limit. The physician had ordered the dilaudid to be administered in the pca only mode with a 0.1mg pca dose and a maximum of 0.7mg in 1 hour. While on the dilaudid infusion, the pt experienced a cardiopulmonary arrest and resuscitative measures were not successful. From the 20ml volume in the syringe, it was reported that there was 16ml remaining in the syringe, the pt rec'd 0.5mg (2.5ml), and the tubing was primed with the add'l 1-2ml of drug. The customer reported that it does not appear that the pt's death was related to the device or the drug. Although the device was programmed incorrectly, the pt rec'd a total of 0.5mg of dilaudid and the remainder of the drug in the syringe was accounted for. Though requested, there was no add'l info available.